Event description:
During an acdf surgery, the threads of driver broke off in the screw. The surgeon removed the screw from the patient and replaced it without injury or reported surgical delay.

Manufacturer narrative:
Investigation is pending.